Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that on an unknown date, patient underwent cervical disc replacement surgery. Post-op, the patient experienced some problems due to the implant. Hence, a revision surgery was performed to get it removed. No other information has received yet.